Manufacturer narrative:
An investigation was performed and no product issue was identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged discrepant results for sars cov-2 with the cobas® sars cov-2 qualitative assay for use on the cobas® liat® system. On (B)(6) 2021, the original sample tested positive for sars cov-2. A repeat test result of same sample on another cobas® liat® system was negative. On (B)(6) 2021, a new sample was collected and tested on the cepheid genexpert system was negative. Results reported to the patient. No harm is alleged. Samples were collected using a nasopharyngeal swab with han-chang hutm. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). System assessment performed and the review of the run logs does not indicate any unexpected behavior of the analyzer. The photometer readings are stable and the motion data is working as intended.